Event description:
It is reported that when the box was opened, it was found that the second and third layer of sterilization was cracked. The device was not used.

Manufacturer narrative:
Eval summary: the device has been shipped an unk number of times during that time frame. The shipping conditions of the device are unk. As returned, the carton shows damage and appears to have been opened at both ends. Both tyvek lids have been opened. And both tyvek cavities have horizontal cracks. There are also multiple whitened stress marks to the tyvek visible. The stem itself is in good condition, however, the plastic bag surrounding it has been abraded. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to spec. No mfg abnormalities could be detected.